Event description:
A customer contacted stryker to report that their device would not provide shock to a patient during use. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
The device was not returned to stryker. The reported issue could not be verified or duplicated, and root cause could not be determined. The device remains with the customer.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not provide shock to a patient during use. There were no reports of adverse effects to the patient as a result of the reported event.